Event description:
It was reported that the dual trigger rotary ran in the wrong mode during a routine field service maintenance visit. There was no pt involvement and no adverse consequences as a result of this event. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available and the device is received a follow-up report will be submitted.